Event description:
It was reported the camera head had an e224 scope communication error. It occurred prior to use for an unknown event. The device was replaced with another. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a bad cable connector. Based on the results of the investigation, it is likely that error code #e-224 was due to bad cable connector need to replace. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.